Manufacturer narrative:
(B)(4). The information that provided with the initial report was incorrect. The correct information has been included with this report.

Event description:
The customer reported via phone call that they required the assistance of emergency medical services and was transported to the emergency room on (B)(6) 2019 due to hypoglycemia. The customer stated pulled over and passed out while driving. Per the customer she does not remember the incident. The customer had been using the insulin pump system within 48 hours of the reported low blood glucose event. It was unknown if the auto mode feature was active at the time of the event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hypoglycemia on unknown date. The customer blood glucose level was unknown at time of incident. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at time of high blood glucose event. The insulin pump will not be returned for analysis.